Event description:
The customer reported that during an emergency care patient procedure, using a glidescope video baton 2.0 large, the display on the connected glidescope core monitor began to fail. The customer reported visual distortion including the image intermittently disappearing, green, and fuzzy images that made the view unusable. No harm to the patient or user was reported.

Manufacturer narrative:
The customer was unable to confirm the exact serial number of the glidescope video baton 2.0 large used in the patient procedure event. Verathon is currently expecting to receive several of the customer's glidescope video baton 2.0 large to be returned for further investigation. However; at the time of this report the devices have not been returned to verathon. Verathon will continue to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available.